Manufacturer narrative:
Patient information is unknown. It is unknown when device migrated and patient¿s pain began. This report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the open reduction internal fixation (orif) with expert humeral nail was applied to humeral diaphyseal fractures on (B)(6) 2018. After the surgery, fracture shortening and bone fusion occurred. The proximal portion of the nail protruded from the bone head of the humerus and the patient experiences pain. The nail was removed. Surgical outcome and patient status is unknown. Concomitant devices: 7mm titanium (ti) cannulated humeral nail ¿ expert/220mm ¿ sterile (part: 04.001.224s, lot: l430409, quantity: 1). This report is for an unknown trauma screw. This is report 1 of 1 for (B)(4).